Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported that she experienced high and low blood glucose. Customer stated that the insulin pump alarmed motor error during bolus delivery. Customer stated that the device went through customs but she doesn't know if it had a magnetic field. Customer does not use the sensor feature and is able to rewind the insulin pump. Blood glucose value was 280 mg/dl; she tried to treat, but it automatically rewound. Customer also reported that she had low blood glucose of 17 mg/dl and stated that the insulin pump has a crack on the screen. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.